Event description:
The laser system has the following problem: "the laser displayed a "chiller 2" error and both chillers shut down." No adverse effects to patient were reported.

Manufacturer narrative:
We are waiting for additional information. We are unaware about patient injury.